Manufacturer narrative:
One certain® universal ratchet extension implant driver (long) (ire200u) and one osseotite® tapered certain® implant 4 x 10mm (xifnt410) were returned for investigation attached to one another. A visual inspection revealed signs of wear at the driver body and square head. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Functional testing revealed that the driver and implant were cold welded together and could not be disengaged, even under excessive force. A root cause for the complaint could not be determined. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown.

Event description:
Doctor reports that at implant placement, the implant was torqued in with a ratchet wrench. The driver tip (ire200u) of the ratchet wrench got stuck in the implant and would not release. Doctor removed the implant.